Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported on (B)(6) 2013 at 6:21 pm he activated a new pod. The pod was deactivated and he stated the cannula looks curved. He decided to go to the hospital and upon arrival, he was diagnosed with diabetic ketoacidosis. They placed him on an intravenous drip of insulin and fluids.